Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user was having low flow issues and alert 113 (reduced water temperature control) issues on the arctic sun device. A functional check showed the device cooled and warmed but the flow rate was low 1.2 lpm with inlet pressure of -7.0. Biomed tried to adjust the bypass flow screw but only got flow to 1.5 lpm and would not go higher.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump head. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was having low flow issues and alert 113 (reduced water temperature control) issues on the arctic sun device. A functional check showed the device cooled and warmed but the flow rate was low 1.2 lpm with inlet pressure of -7.0. Biomed tried to adjust the bypass flow screw but only got flow to 1.5 lpm and would not go higher.